Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) causing the patient to be symptomatic with reduced pacing rates. The rv lead was reprogrammed and the issue was resolved. The lead remains in use. No further patient complications have been reported as a result of this event.